Manufacturer narrative:
Updated evaluation method code.

Event description:
It was reported to philips when monitoring 12 leads had a lag in tempus pro device. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.